Event description:
It was reported that episode review was requested for this patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd). A boston scientific technical services consultant noted the device is programmed to primary 1x gain and smart pass is on. Signal amplitude is adequate but at the point of detection, the signal became smaller and there was some low-level noise observed. The noise became larger and oversensing resulted in the delivery of one inappropriate shock. The patient was followed in the clinic and the noise was reproduced. An electrode fracture was suspected and the system was explanted. A replacement sicd system was successfully implanted. The explanted products are expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for this patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd). A boston scientific technical services consultant noted the device is programmed to primary 1x gain and smart pass is on. Signal amplitude is adequate but at the point of detection, the signal became smaller and there was some low-level noise observed. The noise became larger and oversensing resulted in the delivery of one inappropriate shock. The patient was followed in the clinic and the noise was reproduced. An electrode fracture was suspected and the system was explanted. A replacement sicd system was successfully implanted. The explanted products are expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Episode review confirmed no sense b noise was observed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.